Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after replacing the computer for a different case, the issue had resolved itself but only temporarily. The monitors were flickering. The system was functional but it was not possible to see anything on the screen. There was no patient present when this issue was identified. A manufacturer representative confirmed that the system was operating as intended and that they were unable to replicate the behavior. The site had had multiple cases since without issues.